Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause episodes due to undersensing. It was further reported that the device detected atrial fibrillation (af) episodes that appeared to be sinus with large t-waves. The icm remains in use. No patient complications have been reported as a result of this event.